Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 37 mg/dl. Reportedly, customer accidentally delivered a bolus, which subsequently decreased their bg level. Customer was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged, (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.